Event description:
End user reports that the pn from lot 59328 are completely clogged and will not allow the levemir and humalog insulin to flow through.

Manufacturer narrative:
No device was returned for testing. Retained lot number 59328 was investigated for threading of the pen needle hub and needle hole obstructions, no abnormalities were found.

Manufacturer narrative:
Initial trend analysis for lot 59328 was conducted, no malfunctions were found. This is the only complaint for lot 59328. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the pn from lot 59328 are completely clogged and will not allow the levemir and humalog insulin to flow through.